Manufacturer narrative:
B3 - date of event: the date indicated is an approximation as the exact event date was not provided. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported ten (10) false positive results with the determine hiv 1/2 ab/ag combo test with whole blood sample performed on an unknown date. This report addresses patient nine (9) of ten (10). The customer reported a false positive result with the determine hiv 1/2 ab/ag combo test with a whole blood sample performed on an unknown date. A confirmatory test was performed at an rna blood confirmatory lab (method unknown). The result was negative. Although requested, no information about the patient, their treatment, or outcome, was provided.

Manufacturer narrative:
B3 - date of event: the date indicated is an approximation as the exact event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000962456 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000962456, device part number 10732998 / lot 952951. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000962456 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000962456, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported ten (10) false positive results with the determine hiv 1/2 ab/ag combo test with whole blood sample performed on an unknown date. This report addresses patient nine (9) of ten (10). The customer reported a false positive result with the determine hiv 1/2 ab/ag combo test with a whole blood sample performed on an unknown date. A confirmatory test was performed at an rna blood confirmatory lab (method unknown). The result was negative. Although requested, no information about the patient, their treatment, or outcome, was provided.

Manufacturer narrative:
B3 - date of event: the date indicated is an approximation as the exact event date was not provided. Additional information: e1 - full address provided the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported ten (10) false positive results with the determine hiv 1/2 ab/ag combo test with whole blood sample performed on an unknown date. This report addresses patient nine (9) of ten (10). The customer reported a false positive result with the determine hiv 1/2 ab/ag combo test with a whole blood sample performed on an unknown date. A confirmatory test was performed at an rna blood confirmatory lab (method unknown). The result was negative. Although requested, no information about the patient, their treatment, or outcome, was provided.